Event description:
It was reported that the insulin pump alarmed motor error. The insulin pump was exposed to an MRI scan. Troubleshooting was performed, and the insulin pump failed the displacement test. Advised the caller that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed motor error during the rewind due to an out of phase motor encoder signal. Unable to perform the displacement test due to the motor error alarm.